Event description:
Ivc filter placed in 2009. First discovered to have migrated three months later, based on CT angiogram and chest x-ray. Subsequently, pt developed tamponade and at autopsy, there was microperforation of a strut from the separated filter located at the right atrium and superior vena cava with 250 cc of blood clot and fibrin at the pericardial sac and 525 cc of blood in the right pleural cavity. Broken ivc filter was removed and currently kept as evidence at the medical examiner's office.